Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced foreign matter on device cannula / needle or any fluid path component. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated "a foreign body on the needle was found."

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced foreign matter on device cannula / needle or any fluid path component. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated "a foreign body on the needle was found."

Manufacturer narrative:
H6: investigation summary: bd received 2 samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter on cannula with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.